Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The device did not exhibit any evidence of overheating (the blade was not charred or discolored). The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator. The scalpel was tested (by pressing the generator test button) and passed the initial testing. The device was able to successfully activate with the foot pedals and buttons (each button was tested ten times). Each time the min or max button was pressed; the device activated and at no time did the device fail to activate or stop working. After activation, no excessive residual heat of the blade or shaft was detected. The blade heats up when activated against a surface such as tissue as a result of mechanical friction. As the blade is metal, it does retain some heat after use. The instructions for use (IFU) reprocessed ultrasonic scalpels includes the following: ¿the use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. Inappropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments.¿ ¿during prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.¿ ¿avoid incidental and prolonged activation against solid surfaces, such as bone, as this may result in blade heating and subsequent blade failure.¿ a review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the ultrasonic scalpel "got really hot" and burned the surgeon. No adverse consequences were reported and no treatment was needed for the burn.